Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited externalized conductors noted on fluoroscopy. The lead was capped and replaced on (B)(6) 2021. The patient was stable.

Manufacturer narrative:
A partial lead was returned in three pieces. Visual inspection found an external insulation abrasion breaching the unknown cable lumen was found at 11.8 - 12.5 cm from the svc shock coil consistent with friction to device can. The etfe cable coating and the inner coil lumen was not abraded but damaged during the procedure. The etfe coating of both unknown cables were found to be intact and unknown lumen was found abraded ptfe liner of the inner coil was found intact and undamaged. Electrical test did not find any discontinuities or short on any conduction paths. Surface abrasion was found on the insulation at multiple locations.